Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ping meter was displaying inaccurately high results compared to her husband's meter. The complaint was classified based on the customer care advocate (cca) documentation as well as additional information obtained by the medical surveillance specialist (mss) during a follow up call with the patient. On (B)(6) 2012 at 11:59pm, the patient reported testing her blood glucose on her lfs meter and obtained a result of "97 mg/dl," the patient then tested on her husband's accuchek compact plus meter and obtained a result of "47 mg/dl." Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% or <=30mg/dl performed within 30 minutes of each other. The patient reported using novolog insulin pump therapy to manage her diabetes. The patient reported making no changes to her usual diabetes management routine in response to the alleged issue. The patient reported on (B)(6) at 12:27am, she "felt low, jittery and clammy." In response to these symptoms and to the reading on her husband's meter, she had a large banana. The patient reported feeling better and then went back to bed, she denied testing her blood glucose again that evening. At the time of troubleshooting, the cca confirmed the subject meter was in the correct unit of measurement, and the patient's test strips were in good condition. The cca noted that when a control solution test was run, the result was in the recommended range. Replacement products were sent to the patient. This complaint is being reported because the patient tested on her lfs meter and obtained an alleged inaccurately high result, and developed symptoms suggestive of hypoglycemia after the issue began. In addition, the patient performed a meter to another meter comparison where that calculated difference of the reported results meets lfs' criteria for accuracy reporting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (08/07/2012)-device evaluation: the meter and test strips involved with this complaint have been returned on (B)(6) 2012 and evaluated by product analysis (pa) respectively on (B)(6) 2012 with the following findings: the meter was tested and the primary complaint was not confirmed; however, a secondary issue was noted where the meter was found to have a low battery. After pa replaced the battery, the meter worked properly. The test strips involved with this complaint passed all testing with no faults found. The retain test strips were also tested and passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.